Manufacturer narrative:
Batch review performed on 22 december 2020: lot 143438: (B)(4) items manufactured and released on 08-sep-2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. The device analysis will be performed on the third week of january when the r&d project manager will be in the office and the analysis can be done on the device.

Event description:
Worn inlay of a versafitcup cc trio implanted on 2014, osteolysis in the femur. Revision performed on (B)(6) 2020 (6 years and 2 months after primary), liner and head were replaced.

Manufacturer narrative:
Visual inspection performed by medacta r&d project manager: from the received piece, particular scretches and damages were noticed on a portion of the rim of the liner; likely due to a repeated contact with the neck stem; in particular, the thickness of a region of the rim was minor respect to the opposite side probably due to the patient body load. There is no suspect of the presence of a third body as the surface of the ball head appeared to be not particular worn.